Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient underwent surgery to have the lead moved. The impedances were tested intraoperatively and were found out of range impedances on one side (8-15). The neurostimulator was replaced. With new stimulator the impedances were back to normal. No patient outcome was reported.